Event description:
An error code/message: "pa disabled" was reported. It was stated that the pt had a pump revision on (B)(6) 2011 due to pump being flipped. It was also stated that the "pump was clogged or something". Add'l info has been requested, but was not available as of te date of this report.

Event description:
Additional information: it was later reported by the hcp that the patient experienced uncontrolled pain. It was stated that hcp attempted a pump fill on (B)(6) 2011; pump flipped. Occlusion in the proximal catheter segment was also noted. Patient outcome was stated as recovered without sequelae.

Manufacturer narrative:
(B)(4).